Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had watchdog timeout alarm. The blood glucose level of the customer was unknown. The customer stated that the insulin pump stopped working after the alarm. The insulin pump will return for analysis.

Manufacturer narrative:
Device received with an the critical block and inverse critical block did not add to zero error loop during boot up, problem isolated to the mother board. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify watchdog timeout alarm due to the critical block and inverse critical block did not add to zero alarm.